Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the adverse event (ae) term was updated to pseudomonas infection at wound site. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative indicated the device was interrogated on (B)(6) 2019. It was noted that the patient was hospitalized and had prolongation of existing hospitalization with a start date of (B)(6) 2019. On (B)(6) 2019, it was noted that the infection had progressed into a serious adverse event (sae) due to hospitalization. Surgical intervention occurred as the event resulted in system explant on (B)(6) 2019. It was noted the devices would be returned. The patient's status at time of report was alive-with injury. The injury was noted as infection. No further complications were reported/anticipated.

Manufacturer narrative:
Aware date for regulatory report 3004209178-2019-15756 submitted on 2019-sep-16 should be 2019-sep-11 and not 2019-sep-12. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event was not related to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient had swelling and draining from wound site. Diagnostics were performed on (B)(6) 2019 showed/revealed superficial wound culture with pseudomonas aeruginosa. The event resulted in treatment and the patient was treated with antibiotics. The outcome of the event was noted as recovering/resolving. The event date was (B)(6) 2019. The adverse event term was infection at wound site. It was noted to be probably related to the implant procedure, possibly related to pump, and not related to catheter, myptm, drug, or systemic opioid weaning. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event recovered/resolved on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on (B)(6)2019. It was reported that the hospitalization end date was (B)(6)2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event was unlikely related to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving infumorph 1 mg for a total dose of 0.10007 mg/day. No further complications were reported/anticipated.